Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the rep had programmed a patient today. The caller reported he had programmed 3 different groups, reports when he exited the workflow on his tablet it was on group c. The caller reported he went to show the patient how to use his controller, and reported when he switched to group a, he had programmed group aat 7.0ma but the controller was showing 0.4ma. The caller reported the patient had cycling programmed. The caller wanted to know why the changed settings changed without him making any physical change on the tablet or controller. Trouble shooting could not be done due to lack of access to product. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the settings changing was unknown. The patient was reprogrammed to appropriate amplitude. The rep "thinks" the programming issue has been resolved. This was confirmed with the physician. No further information was reported.